Manufacturer narrative:
The device was received. Investigation is not completed. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported "sparks" were noted inside the clear plastic housing of the power cord plug. The customer contact reported that during set up, after the clinician moved the patient's bed, the device became caught on the bed. At this time, it was reported the plug on the ac power cord was pulled in one direction and "sparks" were noted inside the clear plastic housing of the power cord plug. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse effects to the patient or the healthcare professional and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.